Manufacturer narrative:
A ge representative evaluated the system and replaced the node pcb. System operates as intended. (B) (4).

Event description:
The customer reported, the system is locking up. No patient injury was reported.